Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer jammed shut. A field service engineer found mini drawer 1.1 was jammed and medication in tray position 6 and 12 was jammed. Further, the fse released emergency lever, ejected drawer 1.1 manually, corrected medication position, reseated the drawer and restored the service to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was jammed shut, and the technician attempted to load medications into the drawer but could not get it to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.